Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and having difficulty moving around. A revision surgery is scheduled.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient had a total knee arthroplasty revised due to mechanical loosening of the tibial component.

Manufacturer narrative:
No product or photographs was returned for an evaluation therefore the condition of the trabecular metal (tm) tibial component is unknown; visual and dimensional evaluations could not be performed. The device history records for this product part and lot combination were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Review of the compatibility matrix identified and found that all the components are compatible. This device is used for treatment. A complaint history search identified no other complaint for the product part and lot combination of the tibial component. The primary surgical notes state that the patient underwent total knee arthroplasty (tka) to treat severe degenerative joint disease of the right knee. The patient required illotibial band, lateral retinaculum, lateral collateral, and partial posterior cruciate ligaments release to facilitate acceptable extension and flexion. After implementation of the final components, range of motion and stability were found to be excellent with well-balanced gaps and acceptable tracking of the patella. No-intra-operative complications were noted. The revision surgical notes state that the patient was revised for mechanical loosening of the recalled tibial component. Surgeon reported that the backside of the tibial component had 50% bony ingrowth and 50% fibrous ingrowth. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. The corrective actions investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibial allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibial has less initial stability than predicate devices. Therefore, the problem with this device constitutes a design issue as the root cause.